Event description:
It was reported to philips that the system's wireless footswitch battery was out of service, which can impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the requested information. The investigation could not proceed due to insufficient information. Product and customer details are unclear, and no further information is available. No further information was available. Re-evaluation of the reported event has led to the determination that this complaint is not reportable. The reported issue did not lead to a death or a serious deterioration in the state of health of a patient, user or other person and based on historical data it's unlikely to do so were it to recur. Based on re-evaluation, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.